Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they were hearing beep even if there are no alarm or alert reflecting on the screen. The customer's blood glucose level was unknown. Customer stated buttons were neither pressed nor accidentally pressed. Customer reported the notification light was not blinking. Customer stated there was nothing nearby that beeped. The insulin pump will not be returned for analysis.